Manufacturer narrative:
The following sections were updated/corrected/added: the complaint was confirmed with other empirical evidence via information reported by edwards clinical specialist. The patient became bradycardic with long pauses (2-3sec) and an escape rhythm of 30bpm a decision was made to implant a leadless pacemaker. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported that during the procedure, while removing the safari wire through the valve, the patient became bradycardic with long pauses (2-3sec) and an escape rhythm of 30bpm. They experienced intermittent periods of asystole, which then required immediate pacing through the chest pacing pads which was ineffective to restore sufficient cardiac output. An arterial wire was placed in the left ventricle which was able to restore adequate heart rate. The patient's rhythm did not recover for 30-45min and a decision was made to implant a leadless pacemaker (micra). This was done towards the apical septal wall with no complications. The evoque position and function was unchanged. The patient left the room in a stable condition.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. H3 other text : device remains implanted.